Manufacturer narrative:
Investigation summary: with a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications. There is possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient presented to emergency department (ed), was transferred from another hospital ed on (B)(6) 2017 with nausea, vomiting, abdominal pain, and a headache for 3 days. Hemoglobin (hgb) was drawn on (B)(6) and was 5.8. Upon admission, an esophagogastroduodenoscopy (edg) capsule study and colonoscopy were all performed and a source of the bleed was not found. It was stated that the patient received 4 units of packed red blood cells (prbc's) (3 on (B)(6), 1 on (B)(6)). Patient was discharged home on (B)(6) 2017. Anticoagulation holiday was initiated for 2 weeks¿ post discharge. Patient is currently stable and has resume aspirin and warfarin. International normalized ration (inr) goal is currently set to 2.5-3.5. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.